Manufacturer narrative:
Corrected data: age at time of event: 37 to 40 years. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that the haptic was broken. A residue was present on the lens surface. (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -19.0/+1.0/012 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) is 20/20.